Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v772374, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type lead; product ID 3889-28, lot # v772374, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that patient experienced loss of efficacy and the battery was unreadable. It was unknown what led to the event it could have been battery or lead fracture or both. The device was interrogated. There was none intervention taken to resolve the issue but was also noted that the device was explanted completely. It was noted that the issue was resolve at the time of this report. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Analysis of the (B)(4) revealed the neurostimulator (ins) no significant anomaly, normal end of life and no telemetry no output.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.